Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that insertion difficulty was encountered while trying to connect the right atrial (ra) lead to this pacemaker during implant. Upon retracting the setscrew slightly the lead was able to be fully inserted. No adverse patient effects were reported. This system remains in service.